Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to erosion. During the explant, no signs of infection were present. No further adverse effects were reported and no return of product is anticipated.